Event description:
It was reported that the 9900 system would intermittently not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was installed during the svc call. The system was tested and found to be working as intended and put back into service.